Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis neither replicated nor confirmed the customer reported complaint that the ¿instrument would not release once grasped tissue.¿ the instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and did not become stuck. Additionally, the instrument was found to have a conductor wire with damaged insulation. There was no material missing. The electrical continuity test passed. System log investigation: a review of the instrument log for the force bipolar instrument (pn: 470405-06, batch-sequence: n10190930-0080) associated with this event has been performed. Per a review of the logs, the force bipolar was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 8th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additional findings not related to the reportable finding: the instrument was found to have a frayed grip cable at the distal force amp pulley. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair surgical procedure, the force bipolar instrument would not release once grasped on tissue. The procedure was completed with no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse noted the instrument was not inspected prior to use and it was unknown what surgical task was performed at the time of the issue. It was unknown if the instrument was in ¿strong grip mode¿ or how long the instrument was in use prior to the reported issue's occurrence. The nurse noted the surgeon did experience clamping issue and it took the surgeon time and maneuvering to open the jaws. The instrument release kit (irk) was not used and no adverse effect occurred to the tissue as a result of this event. No video/image was available for review. The procedure was completed with no patient injury or harm.